Event description:
Failure of spontaneous mechanical ventilation on anesthesia machine while in pressure support ventilation pro (psvpro) mode. Remainder of anesthesia machine functioning appropriately. Healthcare provider able to deliver oxygen, volatile anesthetic, and although patient was breathing spontaneously, we were able to hand/bag ventilate patient as needed via anesthesia machine. Vital signs stable throughout.